Event description:
Reporter alleged obtaining a blood glucose result which is outside the reading range of the device. It was stated the customers' reading was 705 mg/dl. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.